Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that there was a crack in the pump battery compartment and that the threads were stripped on the battery cap. The reporter allegedly noticed after the pump rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, the returned battery cap threads were also observed to be damaged.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/17/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple pump reboots. The battery cap continuously spun without securing properly to the pump. A power loss was duplicated. The pump was exercised for 24 hours using a test cap without a power interruption. A crack was also observed along the pump battery compartment threads.